Event description:
It was reported that the patient presented in clinic due to phrenic nerve stimulation. The patient suffered from twiddler's syndrome. The right atrial lead was found dislodged. The lead was explanted and replaced. The patient was in stable condition.